Event description:
It was reported that during testing, the device bubbled and unattached dso seal. There was no patient involvement and harm.

Manufacturer narrative:
H3/h6: investigation including root cause analysis is in progress. A supplemental MDR will be filled as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
H3 and h6 codes. Updated. The suspected device was returned for evaluation. The device was visually inspected and found that there were battery compartment cracked, battery door cracked, liquid crystal display (lcd) lens scratched. The event history log (ehl) was reviewed and there are no errors related to the customer complaint. Customer complaint of ¿the device bubbled and unattached downstream occlusion (dso) seal¿ was confirmed through the visual inspection. The dso seal was replaced to correct the issue. The upstream occlusion (uso) seal was replaced due to seal dented. The service history review had no indication that the complaint was related to a service of the device within the review period. The device passed all functional testing after repair.